Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was in disconnected mode. A technical support specialist dialed into the station, found no errors in the data synchronization debug, confirmed that the upload status was current with no retry errors, and verified that the issue had been resolved through full synchronization. Furthermore, they backed up decrypt station database, ran a full synchronization without dropping the database, completed the synchronization, and validated that there were no errors to confirm the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was on disconnected mode. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.